Event description:
The laser system had a failure that didn't allow to use it. No adverse effects to patient/operator were reported.

Manufacturer narrative:
Power cord is damaged and causes activation of the surgical room electrical protections. We are unaware about patient/operator injury.